Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose was 200 mg/dl. The customer reverted to manual dose injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.